Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a carotid diagnostic procedure a tip fracture occurred. The intended location was the mildly tortuous right vertebral artery. Vascular access was obtained via the right femoral artery. The physician easily advanced the imager ii angiographic catheter into the introducer sheath, up through the brachiocephalic artery and then into the right subclavian. As the physician was attempting to access the right vertebral artery, 1.5cm of the imager's tip detached in the right subclavian. There was no reported twisting or force applied to the device. The imager was inside the patient for less than a minute. The detached tip migrated to the right axillary artery. The physician completed the procedure by using another manufacturer's pigtail catheter. The tip was successfully removed during surgery. No further patient complications were reported and the patient's status was ok.